Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: april 9, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) tapered u-joint drivers for synfix mini-open were found to be loose at the u-joint during routine inspection of field equipment. There was no patient or surgical involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ two tapered u-joint driver (part #03.802.431, lot# 8888473, 8104858) were returned with loss of memory at the u-joint. It is likely wear or excessive torque caused the complaint. This is likely a result of applying torque during use. The complaint condition for the drivers could be replicated and the complaint for all three devices is confirmed. The tapered u-joint driver (03.802.431) is used to insert screws for the synfix stand-alone anterior lumbar interbody fusion. The 03.802.037 and 03.802.030 drivers are available as optional instruments for inserting screws. The instruments were returned with loss of memory at the joint as reported. Product drawings were reviewed. The device is designed with the pins press fit into the peek bushing to allow the u-joint articulation to be smooth and retain position. The primary purpose of the u-joint mechanism on the instrument is to allow for the transmission of torque to the instrument's working end (driver) at angles to reduce the amount of exposure required to insert screws. The technique guide contains an important notice stating: excessive torque can damage or break the instruments or implant. Use four fingers for final tightening. Possible causes for the instrument losing its memory include application of excessive torque or wear on the peek bushing from normal use and servicing. The details of the devices use are unknown and so the cause is indeterminate. The drivers were returned with loss of memory at the join. The complaint condition may have been caused by excessive torque or wear. Definitive root causes could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.